Event description:
It was reported that a vaxcel pasv PICC which was implanted for therapeutic purpose in a pt (gender, age and weight unk) had broke. It should be noted that the event date is also unk. An observation was made by the user facility that "same event (catheter broken) (had) occurred before". This event was previously reported to boston scientific. There were no complications reported with this event. In 2007, add'l info was obtained to confirm that the fracture/hole was distal to the suture wing.

Manufacturer narrative:
The device has been received, but has not yet been evaluated. Once the eval has been completed, the results will be forwarded in a supplemental MFR's report. The device history record for this lot was reviewed, no anomalies were noted. A search of the similar complaint database revealed no complaints for the same lot 1167255. The 2007 15-month vaxcel pasv PICC prod family compaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.